Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time no product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle strips was reviewed and the dhrs showed the freestyle strips passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. This serves as a correction report. Section h 11 (additional mfg narrative) was incorrectly submitted in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report, which reported the following information: a customer reported being unable to test due to issues with their abbott diabetes care (adc) device. It was reported that the blood sampling area on the test strips was "off-center, misprinted" and when used for testing, the customer would receive an error code. Additionally, the testing area of the strip was "distorted", and the ink ran down on the strips. There was no report of adverse event or third-party intervention required due to the reported issues. Adc customer service made several attempts to contact the customer for further details about the event, but all follow-up efforts were unsuccessful. Based on the information provided, there were no reports of serious injury associated with this event.

Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. Extended investigation is pending at this time. A follow up will be submitted once all investigation activities are completed or additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report, which reported the following information: a customer reported being unable to test due to issues with their abbott diabetes care (adc) device. It was reported that the blood sampling area on the test strips was "off-center, misprinted" and when used for testing, the customer would receive an error code. Additionally, the testing area of the strip was "distorted", and the ink ran down on the strips. There was no report of adverse event or third-party intervention required due to the reported issues. Adc customer service made several attempts to contact the customer for further details about the event, but all follow-up efforts were unsuccessful. Based on the information provided, there were no reports of serious injury associated with this event.

Event description:
Abbott diabetes care received a medwatch report, which reported the following information: a customer reported being unable to test due to issues with their abbott diabetes care (adc) device. It was reported that the blood sampling area on the test strips was "off-center, misprinted" and when used for testing, the customer would receive an error code. Additionally, the testing area of the strip was "distorted", and the ink ran down on the strips. There was no report of adverse event or third-party intervention required due to the reported issues. Adc customer service made several attempts to contact the customer for further details about the event, but all follow-up efforts were unsuccessful. Based on the information provided, there were no reports of serious injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time product has not yet been returned and a valid serial number has not been provided for the meter. An extended investigation has been performed for the reported strip and there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and the meter, no trends were identified that would indicate any product related issues. Dhrs for the freestyle strips were reviewed and the dhrs showed the freestyle strips passed all tests prior to release. Retain testing was performed for freestyle strips, and all units performed in specification and passed. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.